Event description:
It was reported that during setup, the pump displayed an ¿cassette was not attached properly¿ alarm. During investigation found there was non-reactive upstream occlusion sensor. This malfunction makes the event reportable. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no error codes were identified. A review of the 12-month service history identified a prior service for ¿wrong overlay color,¿ which is not related to the current complaint. Visual and functional testing were performed. The reported issue was confirmed, and the probable cause was determined to be a nonreactive upstream occlusion (uso) sensor. The uso sensor, connector, and seal were replaced to resolve the issue. Downstream occlusion (dso) and upstream occlusion (uso) sensor calibrations were performed. Following repair and software update, the device passed all functional tests.